Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 21054637; model/catalog description:linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.